Manufacturer narrative:
Additional information added to h6 and h10 h10: the device was inspected on site be a qualified technician. During evaluation, the qualified technician observed that the u9000 ultrafilter was blocked and leaking. To resolve the issue, the qualified technician replaced the u9000 ultrafilter. A self check, priming and simulated treatment was performed without finding any further fault. Based on past investigations, the most likely failure is due to a crack in the housing near the welding zone. The cause was design related. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during priming with a u9000 ultrafilter, a water leak was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.